Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was damaged. The customer¿s blood glucose level was 400mg/dl at the time of the incident. The customer reported that he was in a car accident and pump got damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. The customer reported that there was a crack and transmitter was completely damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.